Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. Lens was removed due to lens tear. Lens was cut into pieces when removed from eye. There was not patient injury. The facility discarded the lens.

Manufacturer narrative:
(B)(4). Lens was discarded. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).